Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced an occlusion alert after making a meal announcement and reported having changed supplies earlier the same day. At the time of contact, no active alerts were observed, and blood glucose was reported to be elevated in the low 300s. Information regarding possible causes of occlusion alerts was provided, and the patient confirmed there was no leaking or visible bending of the infusion set tubing. A supply check was performed, and insulin flow from the tubing was confirmed. The patient was advised to confirm blood glucose with a fingerstick, which showed a lower value, and the device was calibrated accordingly. The patient was advised to reconnect and continue monitoring, with plans for follow-up. The patient later reported continued elevated blood glucose and discomfort at the infusion site and was advised to change the infusion set. After the site change, no abnormalities with the supplies were noted. The patient subsequently reported that blood glucose levels began trending downward following the supply change. Additional follow-up included questions regarding glucose trend arrows, which were explained, and the patient reported continued improvement in blood glucose levels. Later, the patient expressed concern as glucose levels continued to drop and received a low glucose alert, which was treated with carbohydrates. The patient was advised to continue monitoring and later reported blood glucose levels in a range they were addressing with additional food intake for comfort. No medical or non-medical intervention was required during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.